Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient stated the stimulator didn't hold a charge like it should. It was unknown when the issue started. It was noted that the patient had the understanding that she had a temporary stimulation currently although it showed that she had a permanent implant. Additional information received reported that the lead fell off, the patient was in pain, and it wasn't working for the patient. They did not know when the lead fell off. It was some time ago. The patient was in pain after the stimulator went in only because they couldn't fix it. They had a stent put in and they noted they needed to wait until may to redo the stimulator but the patient did not make it. They did not know when it was, it was after the implantable neurostimulator (ins) and a cardiac stent. They did not know when the stent was put in but it was after the ins. It was a cardiac sent. The patient's legs felt rubbery and they had troubles with mobility getting from the bath to bed. The patient had scoliosis prior to getting the ins and one of the leads had fallen off and wasn't working for the patient. Their legs were rubbery, for standing, and they felt faint or dizzy for some reason. Because of the device, they could not do the MRI so the true diagnosis of the patient's cancer was never determined. The patient's daughter was shocked at that because they were under the impression that they could do an MRI. They were going to do biopsies and because of the stimulator in their back they could not do the MRI of the patient's brain. So, they were going to do a scan with contrast and that was done but they could not get enough good comparison to determine if it was truly cancer or not. All they knew about the experience with the implantable neurostimulator (ins) was that the patient had scoliosis prior to getting the ins and one of the leads had fallen off and wasn't working for the patient. They didn't know when the lead fell off, it was some time ago prior to the report. The patient was in pain after the stimulator went in only because they couldn't fix it. They couldn't because they had a stent put in and they needed to wait until may to redo the stimulator but the patient did not make it; they passed away before that time. It was planned in may but the patient was reported to have died on (B)(6) 2015 for reasons unrelated to the device or therapy.